Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Blood glucose was 238 mg/dl at time of incident. Troubleshooting was completed. Customer reported that the drive support cap was loose. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime alarm, force sensor test and excessive no delivery test or verify device deficiency anomaly due to compromised force sensor alarm.